Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. It is unknown when this event occurred but it was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. The slide clamp sensor circuitry was inspected and sensor contacts cleaned. No repairs were needed for this condition. Should additional information be received, a follow-up medwatch will be submitted.